Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit, failed battery test , a17, a21 alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received insulin pump error alarm, insulin pump was alarming then screen went blank, insulin pump was beeping as well as motor error alarm. The customer¿s blood glucose was 221 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and not receiving another insulin pump error alarm after a battery change. Customer troubleshooting was performed. Customer stated that the alarm occurred shortly after inserting a new battery. Customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to backup plan. The device will be returned for analysis.